Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-uni-celect. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "one of the legs of the ivc filter had broken off and the filter itself had tilted and embedded itself in the vena cava which made retrieval of the filter considerably more complicated and time consuming than it should have been. There was no identifiable reason that the leg should have broken, there was never any abdominal trauma during the time I had the ivc filter in. Patient outcome: the surgeon was able to retrieve the broken leg and proceed with filter removal but the procedure took considerably longer, and was more painful than expected.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event stating "one of the legs of the ivc filter had broken off and the filter itself had tilted and embedded itself in the vena cava which made retrieval of the filter considerably more complicated and time consuming than it should have been. There was no identifiable reason that the leg should have broken, there was never any abdominal trauma during the time I had the ivc filter in. The surgeon was able to retrieve the broken leg and proceed with filter removal but the procedure took considerably longer, and was more painful than expected." No product was returned and no imaging was provided. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported failure filter fracture, filter tilt, filter embedment, and difficult retrieval procedure. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.